Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total laparoscopic hysterectomy procedure on (B)(6) 2017 and a suturing device was utilized. On (B)(6) 2017, the patient presented with bleeding and received unspecified treatment in the emergency room. No additional information is available.